Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic cramps / strong abdominal pelvic pains on the sides of the body towards the tubes') and depression suicidal ('suicidal thoughts') in a 32-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, multiple caesarean sections and parity 2. Previously administered products included for contraception: noregyna. Concomitant products included diazepam (diazepan) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("essure insertion was extremely painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), decreased appetite ("absence of appetite"), vaginal haemorrhage ("abnormal and continuous vaginal bleeding"), pyrexia ("fever"), migraine ("heavy migraine"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain in intercourse"), vulvovaginal inflammation ("vaginal inflammation") and back pain ("pains in the lower back"). On an unknown date, the patient experienced depression suicidal (seriousness criterion medically significant), depression ("depression"), emotional disorder ("emotional disturbance"), emotional distress ("emotional distress"), uterine disorder ("uterine lesion") and endometriosis ("endometriosis"). The patient was treated with fluoxetine, promethazine and surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, depression suicidal, decreased appetite, vaginal haemorrhage, pyrexia, migraine, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, depression, emotional disorder, emotional distress, procedural pain, back pain, uterine disorder and endometriosis outcome was unknown. The reporter considered alopecia, back pain, decreased appetite, depression, depression suicidal, dyspareunia, emotional disorder, emotional distress, endometriosis, fatigue, migraine, pelvic pain, procedural pain, pyrexia, uterine disorder, vaginal haemorrhage and vulvovaginal inflammation to be related to essure. The reporter commented: the lower back pain radiated from both legs causing a lack of balance. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: less 2. Human chorionic gonadotropin - on (B)(6) 2016: negative. Smear test - on (B)(6) 2020: benign cellular changes: inflammation, absence of signs of malignancy in the sample examined, presence of moderate inflammation. Ultrasound abdomen - on (B)(6) 2020: intense intestinal meteorism. Ultrasound pelvis - on an unknown date: essure in correct place, uterine lesion and endometriosis.; on (B)(6) 2020: essure normoplanted essure bilaterally. Absence of liquids. Ultrasound pelvis - on (B)(6) 2016: transverse image of the right/left fallopian tubes with identification on its linear axis including the proximal end that crossing the myometrium in the interstitial portion of the right/left tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic cramps / strong abdominal pelvic pains on the sides of the body towards the tubes") and depression suicidal ("suicidal thoughts") in a 32 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, multiple caesarean sections and gravida ii. Previously administered products included: noregyna for contraception. The only concomitant product mentioned was diazepan (diazepam) on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 3 days after essure insertion, she experienced procedural pain ("essure insertion was extremely painful"). In (B)(6) 2016 she experienced pelvic pain (seriousness criteria medically important and intervention required), decreased appetite ("absence of appetite"), vaginal haemorrhage ("abnormal and continuous vaginal bleeding"), pyrexia ("fever"), migraine ("heavy migraine"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain in intercourse"), vulvovaginal inflammation ("vaginal inflammation") and back pain ("pains in the lower back"). Essure was removed on (B)(6) 2020. An unknown time later she experienced depression suicidal (seriousness criterion medically important), depression ("depression"), emotional disorder ("emotional disturbance"), emotional distress ("emotional distress"), uterine disorder ("uterine lesion"), endometriosis ("endometriosis") and urinary tract infection ("recurrent urinary tract infection"). The patient was treated with fluoxetine and promethazine as well as surgery (essure removal by bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia and urinary tract infection had not resolved. The outcomes for depression suicidal, decreased appetite, vaginal haemorrhage, pyrexia, migraine, alopecia, fatigue, vulvovaginal inflammation, depression, emotional disorder, emotional distress, procedural pain, back pain, uterine disorder and endometriosis were unknown. The reporter considered alopecia, back pain, decreased appetite, depression, depression suicidal, dyspareunia, emotional disorder, emotional distress, endometriosis, fatigue, migraine, pelvic pain, procedural pain, pyrexia, urinary tract infection, uterine disorder, vaginal haemorrhage and vulvovaginal inflammation to be related to essure administration. The reporter commented: the lower back pain radiated from both legs causing a lack of balance. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2020: less 2 [human chorionic gonadotropin] on (B)(6) 2016: negative [smear test] on (B)(6) 2020: benign cellular changes: inflammation, absence of signs of malignancy in the sample examined, presence of moderate inflammation [ultrasound abdomen] on (B)(6) 2020: intense intestinal meteorism [ultrasound pelvis] on (B)(6) 2016: transverse image of the right/left fallopian tubes with identification on its linear axis including the proximal end that crossing the myometrium in the interstitial portion of the right/left tubes; on (B)(6) 2020: essure normoplanted essure bilaterally. Absence of liquids; (date unknown): essure in correct place, uterine lesion and endometriosis. [Ultrasound pelvis] on (B)(6) 2016: transverse image of the right/left fallopian tubes with identification on its linear axis including the proximal end that crossing the myometrium in the interstitial portion of the right/left tubes; on (B)(6) 2020: essure normoplanted essure bilaterally. Absence of liquids; (date unknown): essure in correct place, uterine lesion and endometriosis. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: essure insertion date updated; outcome of adverse events "chronic cramps / strong abdominal pelvic pains on the sides of the body towards the tubes" and "pain in intercourse" updated; also adverse event "recurrent urinary tract infection" added to the case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic cramps / strong abdominal pelvic pains on the sides of the body towards the tubes") and depression suicidal ("suicidal thoughts") in a 32 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, multiple caesarean sections and gravida ii. Previously administered products included: noregyna for contraception. The only concomitant product mentioned was diazepan (diazepam) on (B)(6), 2016. On (B)(6), 2016, the patient had essure inserted. On (B)(6), 2016, 3 days after essure insertion, she experienced procedural pain ("essure insertion was extremely painful"). In (B)(6), 2016 she experienced pelvic pain (seriousness criteria medically important and intervention required), decreased appetite ("absence of appetite"), vaginal haemorrhage ("abnormal and continuous vaginal bleeding"), pyrexia ("fever"), migraine ("heavy migraine"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain in intercourse"), vulvovaginal inflammation ("vaginal inflammation") and back pain ("pains in the lower back"). Essure was removed on (B)(6), 2020. An unknown time later she experienced depression suicidal (seriousness criterion medically important), depression ("depression"), emotional disorder ("emotional disturbance"), emotional distress ("emotional distress"), uterine disorder ("uterine lesion"), endometriosis ("endometriosis") and urinary tract infection ("recurrent urinary tract infection"). The patient was treated with fluoxetine and promethazine as well as surgery (essure removal by bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia and urinary tract infection had not resolved. The outcomes for depression suicidal, decreased appetite, vaginal haemorrhage, pyrexia, migraine, alopecia, fatigue, vulvovaginal inflammation, depression, emotional disorder, emotional distress, procedural pain, back pain, uterine disorder and endometriosis were unknown. The reporter considered alopecia, back pain, decreased appetite, depression, depression suicidal, dyspareunia, emotional disorder, emotional distress, endometriosis, fatigue, migraine, pelvic pain, procedural pain, pyrexia, urinary tract infection, uterine disorder, vaginal haemorrhage and vulvovaginal inflammation to be related to essure administration. The reporter commented: the lower back pain radiated from both legs causing a lack of balance. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6), 2020: less 2 [human chorionic gonadotropin] on (B)(6), 2016: negative [smear test] on (B)(6), 2020: benign cellular changes: inflammation, absence of signs of malignancy in the sample examined, presence of moderate inflammation [ultrasound abdomen] on (B)(6), 2020: intense intestinal meteorism [ultrasound pelvis] on (B)(6), 2016: transverse image of the right/left fallopian tubes with identification on its linear axis including the proximal end that crossing the myometrium in the interstitial portion of the right/left tubes; on (B)(6), 2020: essure normoplanted essure bilaterally. Absence of liquids; (date unknown): essure in correct place, uterine lesion and endometriosis. [Ultrasound pelvis] on (B)(6), 2016: transverse image of the right/left fallopian tubes with identification on its linear axis including the proximal end that crossing the myometrium in the interstitial portion of the right/left tubes; on (B)(6), 2020: essure normoplanted essure bilaterally. Absence of liquids; (date unknown): essure in correct place, uterine lesion and endometriosis. Lot number:d40621 UDI: (B)(4) manufacture date:(B)(6), 2014 expiration date: (B)(6), 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic cramps / strong abdominal pelvic pains on the sides of the body towards the tubes') and depression suicidal ('suicidal thoughts') in a 32-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and c-section. Previously administered products included for contraception: noregyna. Concomitant products included diazepam (diazepan) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On 27-apr-2016, the patient experienced procedural pain ("essure insertion was extremely painful "). In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), decreased appetite ("absence of appetite "), vaginal haemorrhage ("abnormal and continuous vaginal bleeding"), pyrexia ("fever"), migraine ("heavy migraine"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain in intercourse"), vulvovaginal inflammation ("vaginal inflammation") and back pain ("pains in the lower back"). On an unknown date, the patient experienced depression ("depression"), emotional disorder ("emotional disturbance"), emotional distress ("emotional distress"), depression suicidal (seriousness criterion medically significant), uterine disorder ("uterine lesion ") and endometriosis ("endometriosis"). The patient was treated with fluoxetine, promethazine and surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, decreased appetite, vaginal haemorrhage, pyrexia, migraine, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, depression, emotional disorder, emotional distress, depression suicidal, procedural pain, back pain, uterine disorder and endometriosis outcome was unknown. The reporter considered alopecia, back pain, decreased appetite, depression, depression suicidal, dyspareunia, emotional disorder, emotional distress, endometriosis, fatigue, migraine, pelvic pain, procedural pain, pyrexia, uterine disorder, vaginal haemorrhage and vulvovaginal inflammation to be related to essure. The reporter commented: the lower back pain radiated from both legs causing a lack of balance. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2016: negative. Smear test: on (B)(6) 2020: benign cellular changes: inflammation, absence of signs of malignancy in the sample examined, presence of moderate inflammation. Ultrasound abdomen: on (B)(6) 2020: intense intestinal meteorism. Ultrasound pelvis: on an unknown date: essure in correct place, uterine lesion and endometriosis. On (B)(6) 2020: essure normoplanted essure bilaterally. Absence of liquids. Ultrasound pelvis: on (B)(6) 2016: transverse image of the right/left fallopian tubes with identification on its linear axis including the proximal end that crossing the myometrium in the interstitial portion of the right/left tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.